Manufacturer narrative:
H3 other text : sent to a third-party service center.

Event description:
A device was returned to a third-party repair center for service. The device was not in patient use. During the service evaluation of the device, the third-party repair center visually inspected the device and found corrosion on the power supply connectors. The device was not able to power up and was scrapped by the third-party repair center. There was no report of patient or user harm or injury. The manufacturer is submitting a final report at this time.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.